Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
Spacelabs received a report that a patient had a run of ventricle tachycardia and the monitor did not alarm.